Event description:
Procedure: sigmoidectomy. According to the reporter: during preparation, a nurse took out the device from the package and found the obturator checked. New device was opened for the procedure. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).